Event description:
Based on the info reported on maude event report (B)(4): the pt underwent hernia repair with bard mesh. On (B)(6) 2011: the pt underwent surgery to explant the bard mesh. The pt alleges since the time of the mesh implant the pt had undergone 3 unspecified surgeries and 10 endo/colonoscopies due to abdominal pain.

Manufacturer narrative:
Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt reported pain following the implant of the bard flat mesh. The pt alleges multiple endo/coloscopies due to abdominal pain as well as an explant of the mesh. Medical records have not been provided and no specific device failure was alleged. A review of the mfg records was performed and there was no evidence of mfg related cause for the reported event. Additionally, no sample was returned for eval. With the current available info, no conclusion can be drawn.